Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced loss of stimulation. Diagnostic system testing revealed high impedance values on the drg lead. In addition, x-ray images indicated a fracture on the lead. Subsequently, surgical intervention was undertaken on (B)(6) 2018 to explant and replace the lead. Stimulation was restored following the procedure.